Event description:
Sensing difficulty and delined r waves were reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
Caller reported blood glucose results of 565 mg/dl and 217 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.